Event description:
Asap too study. It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. Prior to the index procedure, aspirin was administered and after the implant procedure the patient was started on clopidogrel, aspirin was continued. The patient underwent successful placement of a 24 mm watchman left atrial appendage (laa) closure device with complete laa seal and deployed device diameter of 17 mm. One day post index procedure, the patient was discharged. On (B)(6) 2017, 85 days post index procedure at the 3 month follow-up visit, transesophageal echocardiogram (tee) revealed a thrombus on the atrial facing surface of the device. Of note, during 3-month core lab tee follow-up visit the thrombus was noted, however, per site no thrombus was noted. The size of the maximum area of device thrombus 0.42 cm2 and the thrombus was non mobile. During this time, the patient was on aspirin and clopidogrel. On (B)(6) 2018, during the 12 month follow-up visit no thrombus was noted.